Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conduced. If there is any further relevant info from that review, a supplemental medwatch will be filed.

Event description:
Same case as MFR report # 2134265-2008-01077, 2134265-2008-01078, and 2134265-2008-01080. It was reported by the pt's spouse that following a coronary artery drug eluting stenting treatment procedure unrelenting chest pain and weight loss occurred. The pt had three 2.5x24mm taxus express2 drug eluting stents implanted to treat an unspecified lesion(s). At 99 days later, the pt had a 3.0x16mm taxus express2 des implanted for unk reasons. The patient's spouse reports that despite the implant of the four taxus express2 des, the pt continues to have "unrelenting chest pain". The pt reportedly has also "lost about 30 pounds" since the stents were implanted. Despite multiple attempts to request additional info, no info has been received.